Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl, dilaudid (hydromorphone), and saline via an implantable pump for unknown indications for use. It was reported that in jan 2026, they put fentanyl in the pump but the patient had an adverse reaction to the medication and when they tried to pull the medication out of the catheter they were not able to extract anything, so they put saline in to push the fentanyl out of the catheter. In (B)(6) 2025 after they removed the fentanyl, they put in dilaudid which the patient also had an adverse reaction to and when they tried to remove the medication from the catheter they again could not extract anything from the catheter, so they again put in saline to push the medication out of the catheter. The patient currently had saline in the pump until they can do an exploratory surgery, which was not yet scheduled because they want to ensure the catheter was not kinked or blocked by scar tissue and because "the pump has to be turned". The patient stated that it was "confirmed by CT and MRI, the patient has a spinal cord injury because the healthcare provider did not place the catheter in the intrathecal space of the spine, it was placed into the spinal cord its self."